Manufacturer narrative:
On site investigation was conducted by an intuitive surgical inc. (Isi) technical field specialist (tfs) confirmed the reported issue: he found the right vision was black and white. The tfs replaced the right camera control unit (ccu), which corrected the reported complaint. The system was tested and verified as ready for use. The ccu was returned to isi for further investigations. In house failure analysis investigations confirmed and replicated the reported failure. This complaint is being reported due to a da vincis surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported during a da vinci prostatectomy surgical procedure, the customer was seeing a black color bar on the right side of the vision side cart and contacted intuitive surgical, inc. (Isi) technical support for assistance. Troubleshooting confirmed there were no issues with the camera control unit (ccu) setting and cable connections. Customer was advised to swap the left and right camera cable and to power cycle the system; however, the issue persisted. The site made the decision to convert the planned procedure to an open surgery. There was no patient harm, adverse outcome, or injury reported.